Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the meter remote gave error 1 message when no action was taken on the pump or the meter. It was reported that the user was unable to clear the error message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 11/21/2014 with the following findings: on investigation, the reported error 1 issue was duplicated. The meter powered up with error 1 message that the investigation was unable to clear and the remaining testing cannot be completed.